Event description:
Customer alleged discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 3.1, lab: >10. Pt's target therapeutic range is 2.0-3.5. Lab draw was performed 5 hrs after the meter result.

Manufacturer narrative:
Pending.